Event description:
It was reported, there was a shocking or jolting sensation when stimulation was turned on. It was noted, the patient feels stimulation "sometimes." It was also noted, the patient does not feel stimulation sometimes for a few days. Patient had no control over urine. It was noted, the patient was very unhappy with their therapy. When the patient was implanted, the health care provider "did not get good instructions." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 3889-28 lot# v739070, implanted: 2011 (B)(6), product type lead. (B)(4).